Event description:
On (B)(6) 2025, the user reported receiving an "insulin occlusion" alert. The agent instructed the user to resume insulin delivery, disconnect tubing, and perform the fill tubing process. Drops were observed, and the tubing was reconnected to the cannula. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.